Event description:
It was reported that particles were found inside an all-in-one empty eva container before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: a companion sample was received for evaluation. Visual inspection revealed that white particles were visible in the bag. The cause of the reported condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information be received, a supplemental report will be submitted.